Event description:
Reported via clinical study: it was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted. Post-procedure as the patient was coming back from the post-anesthesia care unit, the nurse noticed the patient had difficulty finding their left hand, slurred speech, and left arm tingling. During consultation with the neurologist, the physician noticed when the patient was transferring an object from right hand, they had trouble placing in their left hand. Head computed tomography (CT) was performed. The CT results read, "no acute intracranial abnormality is demonstrated. Moderate to severe patchy and confluent hypoattenuation of the supratentorial white matter is non-specific but most likely represents the sequel of chronic microvascular ischemic disease. There is a suprasellar mass lesion with marginal calcifications measuring up to 1.8 cm. This appears to distinct from the pituitary gland. This is non-specific but may represent a meningioma." A follow up magnetic resonance imaging (MRI) was performed. The MRI results read, "suprasellar mass, meningioma versus hematoma would be most likely in the ddx. L cerebellum peripheral small less than 5 mm acute infarct." The final diagnosis was tia and acute 5 mm infarct of cerebellum. The suspected cause of the tia was embolic tia setting of recent procedure vs. Positional in setting of c-spine issues. The patient is scheduled for cervical epidural hematoma surgery with laminectomy of c3-c6 in (B)(6) 2025 for their underlying spine issues. Oral antithrombotic was administered in response to the tia event and the patient was discharged the next day.